Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-16471. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Event description:
Related manufacturer reference number: 3006705815-2022-17114. Additional information found that the leads and ipg were explanted and replaced due to high impedance.

Manufacturer narrative:
The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.